Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received a vibratory alarm due to oversensing of noise. The lead was capped and replaced. The patients post-surgery condition is reported as okay.